Event description:
It was reported that the patient experienced syncope and was hospitalized. Via the holter monitor, loss of capture and undersensing on the ventricular lead was observed. Stress testing revealed loss of ventricular capture when the patient took a long breath. The lead was explanted and replaced on (B)(6) 2014. The patient was in good condition after the event.

Manufacturer narrative:
.